Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that patient faced occlusion that prevents the flow of insulin. The patient was unable to complete the fill tubing process as it always shows insulin flow blocked alarm. No further information available.